Manufacturer narrative:
This report is submitted on august 09, 2019.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with an antibiotic without successful. The abutment was removed under a general anaesthetic due to recurrent infection.